Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had buttons were harder to press and squirts insulin when priming. The customer also stated that the insulin pump had crack near reservoir and top right corner of insulin pump was cracked, screen was chipped and random no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device primed properly. No excessive no delivery/occlusion alarm noted. Device received with cracked reservoir tube lip, cracked case at the reservoir tube window corners, cracked reservoir tube window. The test infusion set and reservoir does lock into place. (B)(4).